Event description:
It was reported via implant card that the patient's lead and generator were replaced due to high impedance & battery depletion. Product return is not expected per historical hospital policy. No further relevant information has been received to date.

Event description:
It was reported that a patient was set to have a generator replacement due to low battery. Later information was received that the patient had high impedance. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.